Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient had a known history of ischemic cardiomyopathy and chronic systolic congestive heart failure. On an unspecified date in (B)(6) 2015 the patient's post-lvad course was complicated by a cerebrovascular accident (cva). It was reported that the cva had minimal residual effect. The patient was hospitalized in (B)(6) 2016 for elevated lactate dehydrogenase levels. A ramp echocardiogram showed appropriate left ventricular function. Anticoagulation therapy with aspirin and coumadin was continued, and dipyridamole was added. On (B)(6) 2016, the patient presented with acute onset of right-sided weakness. The patient was initially able to ambulate and reportedly had normal speech; however, en route to the hospital the patient became aphasic with right sided facial droop, and the right upper extremity became flaccid. It was reported that tissue plasminogen activator was not considered, since the inr of 2.3 was therapeutic. CT angiogram of the head revealed an m1 occlusion. On (B)(6) 2016 the patient suffered from seizure-like activity, was shaking, and was unresponsive. It was reported that the patient did not respond to verbal or physical stimuli. CT scan of the head revealed a subarachnoid hemorrhage that was reportedly thought to be hemorrhagic conversion of his embolic stroke. The patient was continued on anticoagulation with a target inr of 2.0. Repeat head CT showed a subarachnoid hemorrhage and bilateral middle cerebral artery strokes. It was also reported that the patient experienced septic shock and was positive for klebsiella oxytoca. A source of infection was not provided. It was reported that the patient would spontaneously open both eyes and track; however, the patient was otherwise not responsive and was ventilator dependent. The patient was placed in an acute heart failure unit for aggressive therapy. On (B)(6) 2016 it was reported that the patient had expectorated a very large amount of clotted blood from his mouth, nose, and tracheostomy. The patient was assessed and made comfortable. The patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported elevated lactate dehydrogenase level and embolic stroke with hemorrhagic conversion could not be conclusively determined. Stroke, bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.